Event description:
Tried to inflate the product twice unsuccessfully and then removed the product with the stent still on the balloon.

Manufacturer narrative:
Analysis of the 8 x 38 x 80 cm balloon catheter yielded a stent shifted distally approx 3 millimeters. The proximal cone of the balloon had been dilated to its full diameter. The dilatation zone had been partially inflated. The distal cone had fluid evident in it and the flutes of the balloon folds had unfolded approx 50%. The stent showed partial inflation on both ends as well as in the dilatation zone. A 60 cc syringe filled with 30 cc's of water was hooked up to the inflation lumen of the manifold and the plunger depressed by hand slightly. Water was observed entering both the proximal and distal cones. The proximal cone and the dilatation zone of the stent deployed fully and the distal end only partially due to its location over the distal cone. A coating on the stent fractured upon deployment. It is unk what this substance was but it is not unusual for devices to exhibit residue from their time within the human body. It is unclear to what pressure the doctors attempted to inflate the device to or what means were used (syringe, inflation device, etc.). Data recorded by quality control indicates that all specifications have been met. Without an understanding of the complications encountered during the procedure, as well as the remainder of the equipment used, it is difficult to reproduce the exact scenario which occurred in the catheter lab and therefore determine root cause. Based on the limited amount of information provided and no issues observed with either the data retained in quality control or the observations recorded , atrium can find no fault with the manufacturing process or the catheter is question.